Manufacturer narrative:
E2, e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the foot switch on the subject device would not rebound while being used with the video system center. The issue occurred after use of a diagnostic gastroscopy examination. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was returned for evaluation and the customer's allegation was confirmed due to a component failure of foot switch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the foot switch on the subject device would not rebound while being used with the video system center. The issue occurred after use of a diagnostic gastroscopy examination. The procedure was completed with another device. There were no reports of patient harm.